Manufacturer narrative:
The insulin pump was received with no button response due to corrosion on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, cracked case behind the pump at the corner of the belt clip rails, serial number label fading and peeling, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 106 mg/dl at the time of incident. Customer stated that the after a hard reset was performed on the insulin pump the up and down buttons would not work again. Keypad anomaly troubleshooting was performed and confirmed that time is advancing and the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.